Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. The medical records allege bard eclipse filter was implanted below the right and left renal vein at the intervertebral body of l2 and l3 position for a patient. Post implant vena cavogram showed good engagement of the filter to the vena cava wall with minimal tilt was noted. The vena cava was patent with a thrombus formation. Approximately six years and ten months later, a computed tomography of abdomen and pelvis was performed for filter check. The study showed that the hook of the eclipse retrievable filter was at the level of l2-l3 interspace. The filter was tilted anteriorly and medially, and the hook approaches the inferior vena cava wall. All the struts of the filter perforate the inferior vena cava up to 13 mm. Two anterior struts perforate the inferior vena cava wall 6 mm and contact the bowel. One anterior strut perforates the inferior vena cava wall 5 mm and resides within the soft tissues. One medial strut perforates the inferior vena cava wall 13 mm and contacts the aorta. One medial strut perforates through the retro aortic left renal vein 8 mm and contacts the aorta. One posterior strut perforates the inferior vena cava wall 12 mm and contacts the l3 vertebral body. One posterior strut perforates the inferior vena cava wall 6 mm and resides within the soft tissues. One lateral strut perforates the inferior vena cava wall 11 mm and resides within the soft tissues. No fracture fragments were identified, and no thrombus was seen within the inferior vena cava. After two weeks, a computed tomography of abdomen and pelvis was performed for right lower quadrant abdominal pain. The study showed that the filter was in stable position within the inferior vena cava below the right renal vein. Therefore, the investigation is confirmed for alleged positioning issue, filter tilt and perforation of the inferior vena cava. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.